Event description:
Meter said her mothers readings were normal but at hospital she was testing at 35, almost in a diabetic coma. She has been in the hospital for 4-5 days now. They want a new meter asap, 1-2 days was not fast enough for them. Explained that the meter is at fault but it should not have been sold to them due to the expiration date. She wants to get a refund from the pharmacy. Instructed her to call us if she has any trouble at the pharmacy.(from the call log of mhc).

Manufacturer narrative:
The retention product testing: (filled in (B)(6) 2021) the control solution test was conducted by 10 different meters, and the other one is the venous blood test which was adjusted to two blood glucose concentrations, 38 mg/dl and 107 mg/dl(these blood glucose concentration were selected to match the description of mhc's email). Meters were selected by its manufactured-year, 2016, and the retention vial of strips were the same as the lot number as user's.the results of control solution tests are the same as the coa , and the performance of the venous blood glucose tests fell within the range. The follow-up report: (filled in (B)(6) 2021) a follow-up report of this case investigation is provided with additional information as the attached file, file name: follow-up report of 3003132490-2021-00001.

Manufacturer narrative:
The retention product testing: the control solution test was conducted by 10 different meters, and the other one is the venous blood test which was adjusted to two blood glucose concentrations, 38 mg/dl and 107 mg/dl(these blood glucose concentration were selected to match the description of mhc's email). Meters were selected by its manufactured-year, 2016, and the retention vial of strips were the same as the lot number as user's. The results of control solution tests are the same as the coa , and the performance of the venous blood glucose tests fell within the range.

Event description:
Meter said her mothers readings were normal but at hospital she was testing at 35, almost in a diabetic coma. She has been in the hospital for 4-5 days now. They want a new meter asap, 1-2 days was not fast enough for them. Explained that the meter is at fault but it should not have been sold to them due to the expiration date. She wants to get a refund from the pharmacy. Instructed her to call us if she has any trouble at the pharmacy.(from the call log of mhc)